Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During clip deployment, after removing the lock line a few centimeters; the lock line got stuck and could not be removed. The clip was not implanted and was replaced. A total of three clips were implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported mechanical jam was confirmed as the lock line was observed to be knotted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported mechanical jam (inability to remove the lock line) was observed to be due to the knotted lock line; however, a definitive cause for the knotted lock line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.